Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that channel c "will not open" was confirmed during product evaluation. Service reset channel c during testing and realigned the pump mechanism during repair. During final testing, the manual tube release alarm occurred. No cause was identified. Service replaced pump head module on channel c. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that channel c "will not open;" this condition had the potential to interrupt delivery. This condition was found in the ICU upon power up. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.